Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, intermittent button response noted due to moisture damage on the keypad traces. The insulin pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they are unable to clear it. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.